Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm message. Customer then checked balloon catheter for leakage, blood or something unusual but nothing was found. So customer decided to continue with therapy but it was not possible to start augmentation again even though iab fill function was activated for new autofill procedure. Next, the customer disconnected extender from the pump, started the augmentation procedure without the balloon catheter until pump blew off and then therapy continued. This had to be repeated 4 hours later. Finally therapy was ended because patient was transferred to ECMO. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse completed all manifold tests repeatedly, pim checking, running test for 90 minutes. Alarms simulation was done. Fse was unable to reproduce malfunction and device was fully functional without signs of anything unusual. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.